Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2001. Subsequently, patient's surgeon reportedly plans on performing a revision procedure allegedly due to pain and metal sensitivity. No revision procedure has occurred to date.

Manufacturer narrative:
Event date - no revision procedure has been scheduled to date. Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fourteen states, "postoperative bone fracture and pain". This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-00851 / 00854).